Manufacturer narrative:
Investigation: no samples (including photos) were returned as of 23 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9259115. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200851661, 200850882, 200850102] noted that did not pertain to the complaint.

Event description:
It was reported that relion® insulin syringe would not draw up insulin. This was discovered during use. The following information was provided by the initial reporter: material no. 328521 batch no. 9259115. It was reported that syringe would not draw up insulin.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that relion® insulin syringe would not draw up insulin. This was discovered during use. The following information was provided by the initial reporter: material no. 328521, batch no. 9259115. It was reported that syringe would not draw up insulin.